Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed that high impedance was observed on (B)(6) 2014 and that the device was disabled on (B)(6) 2014. Review of the decoder data showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2014, where the impedance value changed from a normal limits range to high lead impedance.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that the vns patient had been experiencing an increase in seizures for approximately one month prior to surgery. Nothing unusual was noted in the operative notes for the patient¿s generator replacement. The patient¿s generator was replaced and tested with the existing lead three times which showed lead impedance within normal limits. Therefore, the lead was not replaced. The patient was seen on (B)(6) 2014 following generator replacement and the patient¿s device was found to be functioning as expected. The patient¿s increase in seizures had also resolved at that time and the seizures were back to baseline levels.

Event description:
It was reported that the vns patient¿s device showed high impedance. No patient trauma was reported and the patient was sent for x-rays. The patient underwent generator replacement surgery on (B)(6) 2014. The lead was not replaced during the procedure. Prior to replacement, high impedance was observed again with the explanted generator. An implant card was received indicating that the replacement generator was tested with the existing lead and diagnostics showed lead impedance within normal limits (impedance value - 3478 ohms). The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient was unable to perceive magnet mode stimulation on-times from his device. The device was tested and showed a high impedance condition. No known surgical interventions have occurred to date.